Manufacturer narrative:
The symptoms are monitored and additional information will be added to final report.

Event description:
Primevigilance notified teoxane of an adverse event on 25-apr-2024. The patient was injected with an unknown rha product in the nasolabial folds, jawline, cheek, and tear trough in 2022 (exact date unknown). Two years after the injection, the patient started developing a delayed onset inflammatory event. The patient was seen by a physician other than the injector on (B)(6) 2024, and the event was confirmed. The day after, on (B)(6) 2024, a biopsy was done on the left side of the chin, and a foreign body granuloma secondary to the hyaluronic acid filler was diagnosed. The physician mentioned around ten nodules, measuring from 4 mm to 15 mm, in the cheeks and jawline. As treatment, on (B)(6) 2024, the patient was prescribed a corticosteroid (prednisone, 40 mg, taper) and received 150 units of hyaluronidase (hylenex). Minimal improvement was observed. According to the patient's history, there were no inflammatory events, dental work, vaccines, illnesses, or infections between the rha injection and the granuloma. The patient's situation and the evolution of symptoms are being monitored. Details of the injector and the facility where the procedure was performed were requested in order to obtain detailed information about the product. No additional information is available at the time of this report.

Event description:
Prime vigilance notified teoxane of an adverse event on 25-apr-2024. The patient was injected with an unknown rha product in the nasolabial folds, jawline, cheek, and tear trough in 2022 (exact date unknown). Two years after the injection, the patient started developing a delayed onset inflammatory event. The patient was seen by a physician other than the injector on 10-apr-2024, and the event was confirmed. The day after, on 11-apr-2024, a biopsy was done on the left side of the chin, and a foreign body granuloma secondary to the hyaluronic acid filler was diagnosed. The physician mentioned around ten nodules, measuring from 4 mm to 15 mm, in the cheeks and jawline. As treatment, on (B)(6) 2024, the patient was prescribed a corticosteroid (prednisone, 40 mg, taper) and received (B)(4) units of hyaluronidase (hylenex). Minimal improvement was observed. According to the patient's history, there were no inflammatory events, dental work, vaccines, illnesses, or infections between the rha injection and the granuloma. Details of the injector and the facility where the procedure was performed were requested to obtain more detailed information about the product. However, contact with the doctor could not be established, thus the case was closed as is.

Manufacturer narrative:
Granulomas that appear weeks to years after injection are known and widely documented reactions in the context of hyaluronic acid filler injections. They are caused by a delayed immune reaction in response to the filler, which is treated as a foreign body. Patient predisposition, trauma, vaccines, or infections are possible etiologies for this complication. Immune cells (macrophages) surround the product, inducing a destructive fibrotic process. Adequate treatment generally allows for a quick and effective resolution of these reactions, although certain granulomas at an advanced stage might be unresponsive to hyaluronidase. The risk of such reactions is mentioned in the instructions for use of products. Of note, rha range is not indicated for the cheeks, tear troughs and jawline in the us.